Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 40 mg per ml and bupivacaine 20 mg per ml via an implantable pump for failed back surgery syndrome. On (B)(6) 2017, the patient came into the office for a regular refill of their intrathecal pump. The patient reported it appeared that the intrathecal pump had moved. No further information was provided regarding the issue. No further complications were reported or anticipated.